Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus china (osh). Based upon the information from osh there was the possibility that the reported phenomenon was attributed to the failure of the video connector socket. The wear of the electrical contacts and/or the locking function of the video connector socket might cause the unstable connection of the video plug of the videoscope or camera head. Consequently the contact failure of the electrical contact of the video connector socket might occur and cause the reported phenomenon. The failure of the video connector socket might be attributed to the wear of the electrical contacts and/or the socket of the video connector socket due to the repeatedly long-term use because more than eight years was passed since the subject device was delivered. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the image of the subject device flashed and was not displayed due to the failure of video connector socket. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, the image of the subject device was poor. The user replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with the event.